Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update (B)(6) 2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee implant taken out replaced with aesculap revision implants; patient potentially nickel allergic; femoral component well fixed; tibial component came out with ease with cement mantle intact. No other information was given and none made available nor did doctor want to discuss the background of case. No original date of surgery was given or known. No x-rays were provided.